Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery, low battery and weak battery. The customer's blood glucose reading was 218 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed battery out limit. Customer indicated that he could no longer troubleshoot and will call back if any more issues.